Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no back flow was noted at the proglide marker lumen and the proglide foot could not be deployed. The sutures of two additional proglides device were successfully preplaced. The evar procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Subsequent to filing of the initial medwatch report, additional information was received. The proglide device was deployed. The proglide foot was opened and closed with no difficulty. The proglide foot was closed when the device was removed from the patient anatomy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The marker lumen obstruction of flow (no obvious blood flow from the marker lumen) could not be confirmed as the marker lumen was successfully flushed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction of flow and subsequent treatment appears to be related to circumstances of the procedure due to under insertion of the device. Based on the information reviewed, there is no indication a product quality issue. H6: reported device code 2983 removed.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no back flow was noted at the proglide marker lumen and the proglide foot could not be deployed. The sutures of two additional proglides device were successfully preplaced. The evar procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.